Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 112mg/dl on (B)(6) 2017 at 1:00 pm and 106mg/dl on (B)(6) 2017 at 10:50pm. The customer's expected fasting blood glucose test result range is 60 to 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 112mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is 1/1/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states that with the new meter and her results are much higher. Customer sates that she was using the truetest strips and her results were never this high. Customer states that with the trueresults her normal was 60-80mg/dl, now she is getting results in the 100smg/dl. Customer states that nothing have change with her diet or medication. Customer states that her last a1c test was 6.4.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 112mg/dl on (B)(6) 2017 at 1:00 pm and 106mg/dl on (B)(6) 2017 at 10:50pm. The customer's expected fasting blood glucose test result range is 60 to 80mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 112mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states that with the new meter and her results are much higher. Customer sates that she was using the truetest strips and her results were never this high. Customer states that with the trueresults her normal was 60-80mg/dl, now she is getting results in the 100smg/dl. Customer states that nothing have change with her diet or medication. Customer states that her last a1c test was 6.4.